Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider for a clinical study, via a manufacturer representative, reported a patient history of chronic bowel incontinence since 2009 after a rectum cancer procedure (intersphincteric resection) was performed. The incontinence history was noted as "urge" and diapedetic". The 12 month follow-up from implant reported the patient had a frequency of incontinence 99 times per week. The infection was noted with a date of incidence of (B)(6) 2015 and classification of "not severe." The outcome was noted as "remission" s ince (B)(6) 2015. The infection was reportedly caused by neurostimulator implant. It was noted the neurostimulator was explanted due to "malfunction" in addition to the infection.

Event description:
Additional information received from the manufacturer representative reported that there were signs of infection on 2015 (B)(6). The system was explanted due to infection on 2015 (B)(6). No further information was reported.

Event description:
Additional information received from the healthcare provider for a clinical study, via a manufacturer representative, reported the date of onset was (B)(6) 2015. The patient was hospitalized for treatment and ultimately recovered from the severe event on (B)(6) 2015, noting they were "cured" of infection. It was noted the lead was explanted as well as the neurostimulator.

Manufacturer narrative:
Event date is approximate.

Event description:
Additional information received from the healthcare provider for a clinical study, via a manufacturer representative, reported rashes often developed in the back region even before the surgery was performed. It was noted that 2 cases of infection that were previously reported were the same event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, there was a red rash found around the implant site. When the skin was touched with tweezers, it made a tapping sound as if it was actually touching the implanted device. This suggested that the device had become dislodged and had ¿floated¿ to the surface. The patient was scheduled to visit the doctor for a routine check on 2015 (B)(6). No outcome or interventions were noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Product ID 3889-28, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).